Event description:
It was reported that a 355ld from fdc18 kit, was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the inner gasket fell into the pt. 6/18/98 message from affiliate. The gasket was retrieved from the pt.